Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a liquid leakage between the connector connection and the microbore extension of an extension set 76cm w/luer lock and a clave connector c1000. The issue occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, retention samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed on one retention sample, and the sample was found to operate per specification with no leaks noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.